Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, loss of capture was noted on the left ventricular (lv) lead. The physician tried to reposition the lead and was unsuccessful. Hence, the left ventricular lead (lv) was explanted and the left ventricular port was plugged. The patient was stable post procedure.

Manufacturer narrative:
Additional information - a complete lead measuring 86.3cm was returned in one piece for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.